Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead, which was attempted at implant, perforated the heart wall. A thoracotomy was performed due to active bleeding. Multiple punctures sites were observed, however the origin of all the sites were unable to be confirmed. The lead was confirmed to have gone through the heart wall. The procedure was completed and the patient was moved to recovery. Subsequently, the patient expired due to complications from the perforation.